Event description:
A caller reported a malfunction on a pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, which they acknowledged and understood.